Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Actual event date not known. The device was returned for visual inspection and the event was confirmed. Unfortunately, the investigation of the drill sleeve could not explain the cause of the loss of the screw. The submitted rejected drill sleeve was subject to tests based on the manufacturing and materials documents, and it was established that it met all requirements and complies with specifications. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. All records indicate the product was manufactured to specifications. Conclusion ¿ the complaint is considered indeterminate from a manufacturing perspective. While we can only speculate that several sterilization cycles and diverse uses amounted to the loss of the screw, we are unable to give a conclusive statement regarding a possible failure reason and the complaint condition is due to an unknown cause.

Event description:
It was reported that the connecting screw is missing and that the instrument is unfit for use in this condition. No further information was provided. This is report 1 of 1 for complaint (B)(4).